Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The physician attempted to place a taxus express2 3.0x12mm drug eluting stent to the 90% stenosed lesion located in the moderately tortuous, severely calcified, right coronary artery (rca), but while advancing to the lesion, the distal shaft broke. Everything was removed as a system. The procedure was completed with another taxus stent. Pt status post procedure is noted as fine.